Manufacturer narrative:
The patient indicated the reported issue had occurred in the past couple of years, but was more frequent around the time of the event. In addition, a specific malfunction was not available in the source documents.

Event description:
It was reported that the patient experienced an elevated blood glucose (bg) level of 350 mg/dl. No specific allegations of a malfunction were made against the device. The patient did however indicate that the elevated bg resolved after the infusion set was changed out, and a bolus was given via the pump.